Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 kit was missing lancets. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013, at 1:05pm. The patient reported using self adjusting medications to manage her diabetes. The patient reported 30 minutes after the issue occurred she developed symptoms of ¿sweating, stomach pain and weakness.¿ the patient reported on an unknown date between 4-5pm, she skipped her usual dose of insulin. The patient reported she had no additional treatment in response to the alleged issue. At the time of troubleshooting, the cca confirmed there was no missing product. Replacement products were sent to the patient as a courtesy. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.